Event description:
It was reported that the pt experienced hyperglycemia. It was also reported that the pump's basal rate was set to zero units without user intervention around the time the pt experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Eval is not complete. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.